Event description:
Related manufacturer reference number: 3006705815-2023-07050.it was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. Surgical intervention was undertaken on (B)(6) 2023 wherein ipg was replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.